Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization to treat an aneurysm in the left internal carotid artery (ica), the embolization coil detached without use of the controller. A stent retriever was used to retrieve the coil from the patient. There was no reported patient injury.

Manufacturer narrative:
The coil was received with the pusher coils separated from the pusher. There was no damaged to the returned introducer. The investigation found pusher to be damaged at the strain relief, and the implant to be damaged throughout. The monofilament profile for both coil and pusher indicated a non-thermal detachment. With the tail visible on the monofilament on both the implant and pusher, this indicated a tensile break. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage of the pusher and implant, but the damage is consistent with the device experiencing forces over specification.